Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer explained that the erroneous results occur when there are less than 10 tests left in the pack. Once the pack is low, they obtain discordant results. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse verified primary reagent rocker alignment. The cse tightened the reagent rocket bolt. The cse performed quality control (qc), resulting within range. The cse left the customer's site with the instrument performing within specifications. The cse returned to the customer's site due to erroneous results. The cse performed a precision run on qc, resulting within range. The cause of the discordant, falsely depressed human chorionic gonadotropin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed human chorionic gonadotropin result was obtained on patient sample on an advia centaur cp instrument. The initial results was not released to the physician(s). The same sample was repeated, twice, on the same advia centaur cp instrument, resulting higher. It is unknown which repeat result was reported out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed human chorionic gonadotropin result.